Event description:
Boston scientific received information that this pacemaker, right atrial and right ventricular leads were explanted as the physician suspected an infection. The patient's implant site was swollen. No further adverse patient effects were reported.

Manufacturer narrative:
A request was made for product return. The device was to be returned and lead were disposed of. Should additional information become available this event will be updated.